Event description:
Patient further reported baker grade iii for the left capsular contracture.

Manufacturer narrative:
Correct reason for reoperation: seroma and capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 visual analysis of the photographs identified: -capsular contracture: observed biological tissue in the device but, unable to confirm as it is a medical event not related to the device. -seroma-late: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported "left breast was swollen and there was fluid", "pain in my left breast" and "capsular contracture" left side. Device remains implanted.